Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04-jul-2024. The device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection and electrical test on carto 3 system of the returned device were following bwi procedures. Visual analysis revealed the tenth, eleventh and twelfth electrodes damaged. The electrodes are lifted and squashed. Also, a spline was bent. A microscopic examination was performed and foreign material was observed dented on the electrodes. The device was connected to the carto 3 system and it was recognized and visualized; however, a signal noise was observed on the carto 3 screen due to open circuits on the tip area. A fourier transform infrared spectroscopy (ft-ir) ftir analysis was performed to identify the foreign material on the electrodes and it was concluded that the composition was presumably abs, and is related to a plastic. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The electrical issue reported by the customer was confirmed. The potential cause of the open circuits and the damage on the electrodes could not be established. The origin of the foreign material could be related to the handling of the device after the procedure; however, this cannot be established. For product noise failure, the instructions for use contain the following warning stated in the carto 3 system manual: ECG noise is typically generated as the result of improper connection of the body surface ECG patch to the patient. This noise is the most significant during ablation. To resolve this situation, verify proper connection. It is recommended to turn off the notch filter for this verification. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿electrodes are lifted and squashed¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the biosense webster inc. Analysis finding of the ¿bent spline¿. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the customer¿s reported ¿noise¿ issue. -investigation findings: inappropriate material (c0602)/ investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the biosense webster inc. Analysis finding of the ¿foreign material was observed on the dented electrodes¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a pentaray nav for which biosense webster¿s product analysis lab (pal) identified the electrodes damaged (lifted and squashed) and foreign material dented on the electrodes. Initially it was reported that noise occurred in the intracardiac only on both the carto 3 and the lab. Issue occurred when the pentaray nav catheter was inserted into the cardiac cavity. The catheter and cable were reconnected, cable was replaced, but this did not resolve the issue. The trouble was resolved by replacing the catheter to another new one. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 13-aug-2024 there was the tenth, eleventh and twelfth electrodes damaged. The electrodes were lifted and squashed. Also, a spline was bent. A microscopic examination was performed and foreign material was observed dented on the electrodes. The event was originally considered non-reportable, however, bwi became aware of electrodes damaged (lifted and squashed) and foreign material dented on the electrodes on 13-aug-2024 and have assessed these returned conditions as reportable.